Event description:
Tip broke and fell off in patient.

Manufacturer narrative:
A disposable scissor tip and the companion reusable scissor shaft were returned and evaluated. The evaluation did not identify any broken or incomplete components nor did it find evidence of defect or damage. The devices were connected per the instructions for use and then were functionally tested and found to perform as intended. We were not able to perform a device history review because the device's lot number was not provided or available. Investigation did not find any discrepancies with the device related to manufacturing or materials. It is possible that the clinical event occurred because the disposable scissor tip may not have been properly assembled by the clinician prior to use.